Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions of tubing not to specification". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drainage ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hemovac drain was disconnected at the y port on (B)(6) 2021. Per additional information received on 11oct2021, it was reported that the hemovac drain ((lot - ngfu3954) was disconnected at the y port in post-anesthesia care unit on (B)(6) 2021. Per additional information received on 12oct2021, the affected hemovac lots were (lot - unk) occurred on (B)(6) 2021, (lot - ngfr5257) occurred on (B)(6) 2021, (lot - ngfs4374) occurred on (B)(6) 2021, (lot - unk) occurred on (B)(6) 2021, (lot - unk) occurred on (B)(6) 2021. Per follow up received via email on 22oct2021, customer did receive collection bags for drains and hemovac drains coming apart at the y connector. Usually, it happened at home, but the patient will reconnect, and then the drain was pulled by a home care nurse. There was a complete separation of the drain at the y connector. It was very easy to come apart and reconnect. Customer also added that occasionally there was need for medical treatment that was a direct line to a deep surgical space, thus a potential for surgical site infection, and sometimes this would require extra office visits with the surgeon to monitor the drain site or wound and possibly antibiotics if needed. No medical intervention was reported. Per follow up received via email on 24nov2021, it was stated that there were total of 9 patients. Some patients required no further follow up treatment and some patients required oral antibiotics, not necessarily related to drain. The drain usually came apart 2 to 3 days post operation. Patients were usually discharged home by then, they reconnected the ends back together. The surgical team was made aware of this. But for the patient, this was upsetting. They thought there was a problem with the surgery and were very alarmed at any site of bleeding. They were reassured and instructed how to proceed. Home health care also assisted when needed. It was also stated that as of (B)(6) 2021, they were putting a sterile tegaderm on the hemovac drain y connector at the area of detachment and they had no further issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions of tubing not to specification". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drainage ifus are found to be adequate based on past reviews. Based on the results of the investigation, no additional actions are needed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hemovac drain was disconnected at the y port on (B)(6) 2021. Per additional information received on 11oct2021, it was reported that the hemovac drain ((lot - ngfu3954) was disconnected at the y port in post-anesthesia care unit on (B)(6) 2021. Per additional information received on 12oct2021, the affected hemovac lots were (lot - unk) occurred on (B)(6) 2021, (lot - ngfr5257) occurred on (B)(6) 2021, (lot - ngfs4374) occurred on (B)(6) 2021, (lot - unk) occurred on (B)(6) 2021, (lot - unk) occurred on (B)(6) 2021. Per follow up received via email on 22oct2021, customer did receive collection bags for drains and hemovac drains coming apart at the y connector. Usually, it happened at home, but the patient will reconnect, and then the drain was pulled by a home care nurse. There was a complete separation of the drain at the y connector. It was very easy to come apart and reconnect. Customer also added that occasionally there was need for medical treatment that was a direct line to a deep surgical space, thus a potential for surgical site infection, and sometimes this would require extra office visits with the surgeon to monitor the drain site or wound and possibly antibiotics if needed. No medical intervention was reported. Per follow up received via email on 24nov2021, it was stated that there were total of (B)(4) patients. Some patients required no further follow up treatment and some patients required oral antibiotics, not necessarily related to drain. The drain usually came apart 2 to 3 days post operation. Patients were usually discharged home by then, they reconnected the ends back together. The surgical team was made aware of this. But for the patient, this was upsetting. They thought there was a problem with the surgery and were very alarmed at any site of bleeding. They were reassured and instructed how to proceed. Home health care also assisted when needed. It was also stated that as of 18nov2021, they were putting a sterile tegaderm on the hemovac drain y connector at the area of detachment and they had no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hemovac drain was disconnected at the y port on 30aug2021. Per additional information received on 11oct2021, it was reported that the hemovac drain ((lot - ngfu3954) was disconnected at the y port in post-anesthesia care unit on (B)(6) 2021. Per additional information received on 12oct2021, the affected hemovac lots were (lot - unk) occurred on (B)(6) 2021, (lot - ngfr5257) occurred on (B)(6) 2021, (lot - ngfs4374) occurred on (B)(6) 2021, (lot - unk) occurred on (B)(6) 2021, (lot - unk) occurred on (B)(6) 2021. Per follow up received via email on 22oct2021, customer did receive collection bags for drains and hemovac drains coming apart at the y connector. Usually, it happened at home, but the patient will reconnect, and then the drain was pulled by a home care nurse. There was a complete separation of the drain at the y connector. It was very easy to come apart and reconnect. Customer also added that occasionally there was need for medical treatment that was a direct line to a deep surgical space, thus a potential for surgical site infection, and sometimes this would require extra office visits with the surgeon to monitor the drain site or wound and possibly antibiotics if needed. No medical intervention was reported.